Manufacturer narrative:
The manufacturer investigation results are as follows. The device is broken with a piece of the black handle missing near the thumb latch. The black handle is also cracked at the proximal end. The broken and cracked screwdriver handle were likely related to excessive torque applied to the handle. No definitive root cause was able to be determined. A visual inspection, dimensional test, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Therapy date of concomitant devices is unknown device history records review was completed for 311.023, lot # a70a45, synthes lot # 5144828. Release to warehouse date: jan 23, 2006, supplier: (B)(4). One materials records report was generated on jan 12, 2016. It was noted that the thumb latch does not move smoothly, it hangs up at the tactile stops. Review at materials review board finds thumb latch adjusts smoothly-evenly-consistently as intended. Issue cited conforms and dated jan 19, 2006. Review of the device history records showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of field equipment, the tip of four (4) screwdriver blades were found worn and a screwdriver driver handle is chipped. The tip of two (2) 1.5mm/2.0mm screwdriver blades hxc self-retain plus drive 96mm and two (2) matrixmidface screwdriver blades hex coupling/self-retain/76mm were worn and were not retaining screws well. The blades were tested with their corresponding screws. The ratcheting screwdriver handle has a chip at the black end by the ratcheting part of the thumb. The chipped piece is missing. No issues with the devices prior to the discovery were reported. It is unknown how long the devices have been in use. No case or patient involvement. Concomitant devices report: 2.0mm ti locking screw self-tapping with plus drive (tm) (part # 401.292e, lot # unknown, quantity 5). Self-drilling screws 1.5mm (part # 04.503.224, lot # unknown, quantity 5). This report is for one (1) ratcheting screwdriver handle. This is report 3 of 3 for (B)(4).